Manufacturer narrative:
MFR# 2916596-2022-00906 covers the report for the malfunction of the system controller. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00906. It was reported that the patient had a driveline power fault alarm on (B)(6) 2022. The alarm returned overnight, so the system controller and modular cable were exchanged and the alarms were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of a driveline power fault was confirmed via log file analysis. The modular cable (lot number: 177599) was returned for analysis and a log file was submitted for review. A review of the log file showed events spanning approximately 4 days (09feb2022 from 08:52:30 ¿ 12:26:06 per timestamp). Intermittent driveline power fault alarms that were correlated with power a broken were active on (B)(6) 2022 at 12:24:06. Pump operation was not affected by these alarms. A log file was downloaded (b2180913) from the returned heartmate 3 system controller (serial number: (B)(6)) that was associated with this event. A review of the log file showed events spanning approximately 2 days (10feb2022 from 04:39:14 ¿ 10:44:17, 18feb2022 per timestamp). Events occurring on 18feb2022 were recorded during testing at abbott. Intermittent driveline power fault alarms that were correlated with power a broken were active beginning on 10feb2022 at 04:39:14 and continued until the driveline was disconnected on (B)(6) 2022 at 10:44:06. The driveline was disconnected for a system controller exchange. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The returned modular cable (lot number: 177599) was connected to the returned heartmate 3 system controller (serial number: (B)(6)) and a mock loop. The modular cable and controller were run on the mock loop for an extended period of time without any alarms activating. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and failed testing. The modular cable¿s underlying wires were tested for current leakage, and none was found. The resistances of each underlying wire were measured, and it was found that all wires met their excepted threshold with exception to the brown wire (power a). The brown wire's resistance measurement fluctuated rapidly upon manipulation of the cable at the site of the damage found on the outer jacket of the cable. The cable was stripped to examine the underlying wires. The brown wire was found to be severely damaged at the site that caused large fluctuations of the wire¿s resistance. Wire fatigue to the brown wire would cause a driveline power fault. The root cause for the driveline power faults was conclusively determined to be due to damage to the driveline¿s underlying wires; however, a root cause for the damage was unable to be conclusively determined through this investigation.the device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 177599) was manufactured in accordance with manufacturing and quality assurance specifications.heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved.heartmate 3 IFU section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.